Manufacturer narrative:
A4: patient weight not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console was giving a boot system error. The issue could not be replicated on the primary or backup console.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the centrimag console displaying a boot system error was not confirmed. There were no photos or log files submitted for review. The centrimag console, serial (B)(6), was not returned for analysis. The provided information indicated that they could not replicate the issue on the primary or the backup console. Additional information provided stated that the site¿s team evaluated the device and was unable to recreate the error. At that point, they elected to put the device back into service. They stated there were no log files available for review. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 8.3 ¿recommended preventive maintenance¿) instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual section 9.2 "maintenance following each patient use" states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the device was evaluated by the hospitals clinical engineering team, and the error was unable to be reproduced. The device was put back into service.